Event description:
It was reported that the closure cap of a 2000 ml eva tpn bag was loose. There was no patient involvement as this was found before patient use. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the actual device was returned for evaluation. Visual inspection of the unit revealed that the vented luer cap was loose in the overpouch. The cause of the condition was determined to be due to an operator error during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.